Manufacturer narrative:
The failure investigation has been completed and the alleged battery spark/fire/explosion issue was verified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump and tandem charging sparked. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.